Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, the device was found in backup vvi mode. The device was restored and reprogrammed successfully. The patient was stable during the whole process and will continue with regular follow-up.